Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report the discordant cardiac troponin I results. The customer stated that their quality control (qc) was high. The customer performed recalibration and reran qc, which were acceptable. Upon the ccc specialist's recommendation, the customer ran chemistry wash 10 times and the results were 0.00. A siemens customer service engineer (cse) was dispatched to the customer's site. After analyzing the instrument, the cse decontaminated the instrument, verified the alignments and photometer, calibrated cardiac troponin I assay and reran qc, which were acceptable. The cse ran comparison test on patient samples, which resulted unacceptable. The cse verified the functionality of heterogeneous module (hm) mixers and inspected the wash probe drain block and found contamination on the outside of the block. The cse cleaned and decontaminated the wash probe drain block and repeated patient samples, which were acceptable. During a follow-up visit, the cse cleaned the photometer lamp lens stack and photo diode. The cse then replaced the hm wash probes and aligned hm, probes and photometer. The cse replaced the hm pump 3 way valve and ran system check, qc and precision run, which were acceptable. The cause of the discordant, falsely elevated cardiac troponin I result on one patient sample is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I result was obtained on one patient on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated cardiac troponin I result.